Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold and low pacing impedance measurements. The lead was capped on (B)(6) 2023. The patient was in stable condition.